Event description:
It was reported that the customer experienced high blood glucose while being at the school, and he was disconnected from the insulin pump. The customer's blood glucose reading was over 440mg/dl. The aunt stated that the insulin pump stopped delivering insulin, but the device did not alarm. Troubleshooting was performed. Reviewed the bolus history and found that on (B)(6) 2013 his blood glucose was 385mg/dl and the bolus delivery was 0.9 units, but the bolus amount programmed was 2.6 units. No further information was provided.

Manufacturer narrative:
The insulin pump was programmed with several bolus units. All bolus units were properly delivered and recorded in pump history. No bolus or history anomaly noted. Unable to prime during prime test due to faulty force sensor. The insulin pump was unable to perform basic occlusion, occlusion, prime and excessive no delivery test due to prime/fill anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.